Event description:
It was reported to philips that the battery pca pins are stuck or broken. There was no patient involvement.

Event description:
It was reported to philips that the battery pca pins are stuck or broken. There was no patient involvement. The device was as sent to bench repair. The bench technician found the battery pca needed to be replaced per customer comments. It was determined that this was a malfunction of the battery pca. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.